Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs. 1 of the 2 reservoirs has failed per inspection due to the transfer guard was found occluded. The remaining reservoir passed per inspections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having defective reservoirs. Customer reported that plungers from two reservoirs could not move, therefore, not allowing insulin customer to manually prime. Customer's blood glucose was unknown. Customer was advised that reservoirs would be replaced.